Event description:
It was reported that on 22 amplatzer septal occluder was chosen for implant using an unknown delivery system. During the procedure, initial assessment showed that the left disc on its anterior side did not appear to be embracing the aortic root; however, echocardiography images demonstrated septal tissue positioned between both discs. The defect size was reported to be 20¿21 mm, and a 22 mm device was selected based on sizing assessment. Transesophageal echocardiography (tee) was used as the imaging modality during the procedure. After device release, the left disc on the anterior side was observed to move toward the right side, resulting in a significant residual shunt. The residual leak was noted at the anterior side of the septum near the aortic root and was described as increasing over time, though it was not quantitatively measured. In response to this finding, an attempt was made to reposition the left disc using a pigtail catheter. During this maneuver, the device subsequently embolized. The embolization was identified by tee and angiography, and the device was reported to have completely dislodged from the implant site and migrated to the pulmonary artery. The implanter attributed the embolization to incomplete positioning of the left disc at the anterior aortic rim and the manipulation with the pigtail catheter. A stability check had been performed prior to release. No rhythm changes, clinical symptoms, obstruction to blood flow, or implant difficulties (such as multiple recaptures) were reported. Percutaneous retrieval was performed to address the embolization, and no additional interventions were undertaken for the residual shunt.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.